Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery of a variable angle locking compression plate (va-lcp) anterolateral distal tibial plate 10 holes right due to nonunion. There were six (6) 2.7mm variable angle locking screws removed, out of six (6) screws two (2) were broken. Also had four (4) 3.5 cortex screws that were removed as well, three (3) out of 4 screws were broken. The 2.7mm locking compression plate 7 holes plate was removed, with that plate there were (6) 2.7mm cortex screws one (1) was broken. The surgeon replaced the tibial with another variable angle (va) anterolateral distal tibia plate. It was a 14-hole right. Ended up with a (4) cortex screws in the shaft and 5 (va) locking screw distally. There was one fragment that is non-retrievable it was the screws were encased in bone, it was not removed to avoid extensive dissection. It was left in the patient and no plan to remove. The original date of implant was on (B)(6) 2018. Other than the times it takes to remove the hardware there were no other surgical delays. All other hardware was removed completely and successfully. Procedure outcome was good. Patient was in stable condition and tolerated the procedure well. Concomitant devices reported: 2.7mm variable angle locking screws (part# unknown, lot# unknown, quantity# 4), 3.5 cortex screws (part# unknown, lot# unknown, quantity# 1), 2.7mm cortex screws (part# unknown, lot# unknown, quantity# 5) 2.7/3.5mm va-lcp anterolateral distal tibia pl/10 holes/right (part# 02.118.208, lot# 7571300, quantity# 1). This report is for one (1) unknown broken locking screw. This is report 7 of 7 for (B)(4).

Event description:
Concomitant devices reported: 2.7mm variable angle locking screws (part# unknown, lot# unknown, quantity# 4), 3.5 cortex screws (part# 02.206.226, lot# 7624795, quantity# 1), 2.7mm cortex screws (part# unknown, lot# unknown, quantity# 5) 2.7/3.5mm va-lcp anterolateral distal tibia pl/10 holes/right (part# 02.118.208, lot# 7571300, quantity# 1) . This report is for one (1) unknown broken cortex screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 2.7 mm cortex screw t8 stardrive (p/n 202.xxx lot unk) was received with the screw head broken off from the threaded shaft at the 3rd most proximal thread form. Both fragments were returned. The following screw implants were returned as a concomitant device without an alleged complaint condition. P/n: unk (2.7 mm va locking) lot #: unk qty: 4 p/n: unk (2.7 mm cortex) lot #: unk qty: 5 p/n: 02.206.226 lot #: 7624795 qty: 1 upon visual inspection, there is no evidence that these screws contributed to the complaint condition, and therefore no additional investigation will be performed on these screws. The device failure/defect of broken screw was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: threaded shaft diameter was measured and is conforming per relevant drawing. Document/specification review: a DHR review could not be performed since the part/lot combination is unknown. The relevant drawing, reflecting the current revision, was reviewed since the exact manufacture date is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 2.7 mm cortex screw t8 stardrive (p/n 202.xxx lot unk) was received with the screw head broken off from the threaded shaft at the 3rd most proximal thread form. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Event : corrected number of reported device and name of the reporting device. This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.